Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total knee replacement procedure, the suture was used to close the sub-q layer of the knee. The suture busted open when the patient bent the knee a little. The patient had to come back in to get their knee irrigated and re-closed.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.